Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/22/2016. (B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted concurrently with anterior and posterior repair, due to pop and vaginal vault prolapse. It was reported that the patient underwent an excision of mesh and posterior vaginal wall exploration, enterocele repair using a modified mccall technique and irrigation and washout protocol due to complications of mesh, history of pop and mesh on (B)(6) 2013. It was reported that the patient underwent an anterior removal of prior mesh and culdoplasty, mccall technique, due to complication of mesh, pelvic pain and enterocele on (B)(6) 2013. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.